Event description:
It was observed that during the device evaluation, the light-emitting diodes (leds) of the high flow insufflation unit had poor lighting. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the light-emitting diodes (leds) had poor lighting due to a failure of the front panel led. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.